Event description:
We were inserting a balloon pump in cath lab at [redacted], and we encountered 2 separate issues. 1. The balloon on the first balloon pump catheter would only inflate to approximately 40% capacity. Dr. Tried to inject air into the balloon manually with a 60cc luer lock syringe (as instructed by our balloon pump reps, for when we encounter this known issue) with no success. A second balloon pump catheter had to be opened and used. The second one had no issues, and the fist was sent back to the supplier with a product failure form. 2. After the second balloon pump was in use, and we were getting ready to get our patient transferred off of the procedure table and to their room. The balloon pump was on fos [fiber-optic sensor] mode. A non-invasive blood pressure cuff gave us an alarmingly low blood pressure. I switched the balloon pump from fos to transducer mode, then zeroed the transducer to make sure our invasive blood pressure that we were titrating meds to was accurate. After the zeroing an changing from the fos mode to transducer mode, both the systolic and the diastolic augmented blood pressures on the balloon pump screens were surprisingly 30-40 points lower than it had been showing in fos mode. The patients' blood pressure was reading much higher in the fos mode, and we were intending to start a nitroglycerin drip (thinking we had blood pressure to work with). Once we saw the real pressure, we had to give multiple IV bolus' of neosynephrine and had to start a dopamine drip to stabilize the hypotension.